Event description:
It was reported that, "fusion from 1999 l3-s1 with sdrs. Revision needed at l4-5. Broken rods l and r and broken r s1 screw. Removed the caps with the proper sliding off compressor. Removed l s1 screw with mulit axial spiral radius tool. Started to remove l l4 screw and prongs broke. Removed the caps and connectors. Removed r s1 broken screw. Brought up second poly adjustment tool for l l4 screw. Prongs broke on second driver. Ended up cutting tulip head off and extracting with universal extraction. Burred all other heads off and used radius multiaxial adjustment tool to take out screws."

Manufacturer narrative:
Method: risk assessment. Results: the implicated device was not available for evaluation and the corresponding lot information is unknown. Risk assessment: patient had not fused since the primary surgery 10 years ago and this revision surgery was performed to remove the implants. The reason for the revision was that the patient sustained a recent injury and it is unknown whether the rods or screws broke because of this. In addition, the patient had a pseudoarthrosis at l4-5 which is the site that was reinstrumented with another vendor. Conclusion: a thorough investigation could not be performed as the implicated device was not available for evaluation and the corresponding lot information was not supplied. The broken implants were not the concern of the surgeon as it is a known fact that implants will break if fusion does not happen within a certain window of time. Based on the available information there is nothing to suggest that this is a product quality issue.